Manufacturer narrative:
On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: according to the reported information, the patient experienced a deflation in a artoura expander. The analysis results showed that the device it was observed a tear in one of the suture tab. Also, it was noted that the device was colored in blue. Microscopic examination was performed to the rupture , and no evidence of instrument damage was observed. No other anomalies were observed. Per the customer, the device was colored blue due to diluted methylene blue used in the expander at the user facility for early leak detection. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old black female patient underwent a primary breast reconstruction with a 475cc artoura breast tissue expander and experienced postoperative unilateral deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with a 475cc artoura breast tissue expander, (catalog #: smxp130rh, lot #: 7692860-019) on (B)(6) 2019.